Event description:
It was reported that a flogard infusion pump had an open door alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log, and battery testing were performed. Functional testing revealed that the device had open door alarm. The cause of the condition was determined to be missing door magnet. To correct the condition, the door magnet was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.